Manufacturer narrative:
Device passed displacement test. Radio frequency failed self test alarmed during insulin pump self test due to faulty connector on radio frequency board noted. Moisture damage on all electronic assemblies noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call that the device alarmed a radio frequency failed self test alarm twice. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.